Event description:
It was reported to boston scientific corporation that a wallflex duodenal stent was used in the duodenum during an esophagogastroduodenoscopy procedure performed on (B)(6) 2014. According to the complainant, the stent was placed to treat a gastric outlet obstruction in the ¿d2¿ of the patient. Reportedly, the patient anatomy was not tortuous. According to the complainant, during the procedure, an attempt was made to deploy the stent; however, the stent was difficult to release. The distal end of the stent remained kinked and would not fully expand. No intervention was done to fully expand the stent; however, following the procedure, a gastrojejunostomy surgery was performed and the stent remained implanted. According to the physician, the surgery was performed due to the stent failing to expand. The patient¿s condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. (Medical intervention required; gastrojejunostomy). Reported event of stent failed to expand. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.